Manufacturer narrative:
Reservoir: model- 72404156, lot sn- (B)(4), exp date- 05/10/2018, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) will have his device revised on a future date. It was further reported that this surgery will occur due to the device stopped working and patient felt a device gap. Further information was received that the patient had felt something burst inside him. After the burst, the device stopped working. At the time of the operation, fluid loss was detected.